Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication; the patient had not recently been implanted. They patient stated they did not feel stimulation, but the patient stated that was normal for them because she had device at a setting where it was effective, but the patient did not normally feel stimulation. The patient confirmed the antenna was secured but this did not resolve the issue. The patient moved away from any source of potential emi but this did not resolve the issue. The patient planned to follow up with their healthcare professional (hcp) regarding the poor communication and the fact the patient had the implantable neurostimulator (ins) for four years and also had a return of symptoms. The patient noted they had a surgery two weeks ago on (B)(6). The patient stated the surgery was called a ¿fundal palpitation¿ and it was to prevent stomach acid from rising up into the patient esophagus. The patient stated that the surgery was not related to the device or therapy, but the patient stated the day after surgery the patient had return of symptoms. The patient stated she had the first episode where she could not control her bowels. The patient had a total of three episodes. The patient noted she did not turn off the ins for the surgery. The patient stated that she did not know if surgery caused the return of symptoms or it was coincidental and the ins had reached end of service. The patient noted the patient programmer was not communicating with the ins on (B)(6) and they had a return of symptoms on (B)(6), they were not able to control bowels. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Event description:
Additional information indicated replacement of battery in the implant was the step taking to resolve the poor communication with the patient programmer (pp) and return of bowel symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.